Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go to the emergency room (ER) for hyperglycemia. The patient had blood glucose levels as high as 600 mg/dl while wearing the pod on her leg for between 24 and 36 hours. The mother had given the patient an injection before they left for the hospital. The patient was given IV fluid and the pod was changed at the ER. She was also given ibuprofen for a fever. The patient was tested for ketones, showing up as moderate, and also had blood work done, which all came back negative. The doctors had told the mother to change the temporary basal rate to 24 hours and to give 20% more insulin than it previously was giving.